Event description:
Medtronic received information that 39 months post-implant, this annuloplasty ring was explanted due to mitral stenosis. It was replaced with a non-medtronic product. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The return of the device has been requested, but the device has not been received at the time of this report. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic was unable to obtain the patient's weight.